Event description:
A call was received through technical services, reporting the patient presented to the ER with a heart rate in the 20's. Runs of vt were also reported. It was determined a lead fracture occurred on the bipolar coil. The lead was unipolarized and pacing restored. The lead was later replaced. No further patient complications have been reported as a result of this event. Additional information reported there were unacceptable thresholds and rv lead impedance to greater than 9999 ohms prior to replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead in segments returned for analysis. Other: a call was received through technical services, reporting the patient presented to the ER with a heart rate in the 20's. Runs of vt were also reported. It was determined a lead fracture occurred on the bipolar coil. The lead was unipolarized and pacing restored. The lead was later replaced. No further patient complications have been reported as a result of this event. Additional information reported there were unacceptable thresholds and rv lead impedance to greater than 9999 ohms prior to replacement. Electrical tests performed; mechanical tests performed. Visual examination: actual device involved in incident was evaluated, component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, high threshold.